Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.